Event description:
It has been reported that the handle was stuck open causing the cot to drop when the cot was raised. It was reported that an emt experienced a twisted back. This failure could not be duplicated by field service upon inspection.